Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella cp device for mechanical circulatory support. During initial pump delivery, the impella cannula kinked, which led to low pump flow when running the pump due to patient's small aortic arch. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) and low pump flow has been completed. The product was returned, and the low pump flow was confirmed. The cause of the low pump flow was a kinked cannula stemming from the interaction between the device and the patient's small aortic arch during delivery. This report is being filed as part of a retrospective review of historical records.